Event description:
It was reported thrombus on the device occurred. A left atrial appendage (laa) closure procedure was performed. A 24 mm watchman laa closure device was implanted. The patient had a 45 day follow up transesophageal echocardiogram (tee) and warfarin was discontinued. The patient came back for a six month follow up visit and the tee detected a possible thrombus or pannus on the closure device. The patient did not have any symptoms. The physician is treating the patient with eliquis since it is a possible thrombus.